Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer will continue to use the pump. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.